Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm saccular abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 26.5mm and the diameter of the aneurysm entry is 29mm. The proximal neck length is 24mm. The diameter of the right access vessel (common iliac) is 39mm and 60mm in length. The diameter of the left access vessel (common iliac) is 9mm and 50mm in length. It was reported that approximately two weeks post index procedure the patient presented at the hospital because the patient lost feeling in both legs. Further evaluation revealed that the main body has compressed by the contra limb and had stenosis. The limb 16x16x124 had stenosis because the terminal aorta was compressed by the ipsilateral limb. The 16x10x93 was occluded and had stenosis at the distal end. The patient received an intervention where the thrombus was removed and the physician ballooned the areas that had stenosis. In addition, bare metal stents were placed in the areas with stenosis. The intervention was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; limb compression due to small terminal aorta and small vessels. Conclusion: occlusion. Anatomy related; limb compression due to small terminal aorta and small vessels.